Event description:
Customer states that a pt with a history of anti-e did not react with vrb125, exp 04/07/09. No reactivity was observed with cells 15 and 17. A 1+ reaction was observed with the homozygous e cell during the antibody screen (lot not available). This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ortho clinical diagnostics (ocd) was not able to perform retained testing due to receipt of complaint beyond the expiration date of the product.